Manufacturer narrative:
The device power conversion pcb and transfer relay assemblies were replace as a preventative measure and the unit returned for customer use.

Event description:
The reporter stated that, during quarterly testing, the device "hung up" during a charge sequence and would not complete a charge.